Event description:
On 08 november 2016, leica biosystems received a user facility medwatch form 3500a from the FDA regarding a necessary re-biopsy of one patient. The customer complaint was that the device was chunking into the tissue block during cutting. Upon receipt of this user facility medwatch form 3500a, leica biosystems initially became aware that a re-biopsy was required. For more information please refer to manufacturer report number 8010478-2016-00006.